Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a left anterior descending artery for restenosis. The 014 versaturn guide wire was positioned and an unspecified balloon dilatation catheter was advanced over the guide wire to treat the lesion. During removal, the guide wire became stuck with the previously implanted stent. After freeing the guide wire from the stent by simply withdrawing it with some technique, an unidentified clump was observed via angiography 5 cm proximal to the tip. Outside of the patient, the guide wire was examined, and the clump remained on the guide wire. A new non-abbott guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. A visual and dimensional inspection was performed on the returned guide wire and the reported black clump was unable to be confirmed as there was no clump or contaminates noted on the returned guide wire. The reported difficulty to remove the guide wire from the stent was unable to be confirmed or replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported irregular texture or black clump noted on the guide wire. Although a conclusive cause for the reported irregular texture or black clump could not be identified, the reported difficulty to remove the guide wire form the stent implant appear to be related to circumstances of the procedure. The corrosion noted on the guide wire solder joints, likely caused the tip ball separation from the tip coils and core and was likely a result of exposure to the elements during transit back to abbott vascular for analysis. The noted bends on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a left anterior descending artery for restenosis. The 014 versaturn guide wire was positioned and an unspecified balloon dilatation catheter was advanced over the guide wire to treat the lesion. During removal, the guide wire became stuck with the previously implanted stent. After freeing the guide wire from the stent by simply withdrawing it with some technique, an unidentified clump was observed via angiography 5 cm proximal to the tip. Outside of the patient, the guide wire was examined, and the black clump remained on the guide wire. A new non-abbott guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.